Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2013, inratio: 6.0, retest: 4.6, retest: 3.8, lab: 8.5. Time between inratio results and lab was reported as 1 hour. Patient's therapeutic range is 2.0 - 3.0.

Manufacturer narrative:
Investigation pending.